Event description:
A donor center recently reported this two year old event to baxter europe: after donation on event date, a routine check of the urine was performed. The urine appeared red and the urine sample was positive for red blood cells. The donor was seen by the donor center physician, and at this time, did not admit to any pain or discomfort. Donor also identified that 3 days prior to donation, during a footbal game, donor was hit by a football in the lumbar region. Donor indicated experiencing brief pain after the football event and that donor did not seek any medical attention. The donor was sent to an outpatient urological department for follow up. One week later the donor reported the donor was hospitalized, overnight for observation. All of the donor's test results (lab data, sonography, x-ray of the kidney) were negative. No test for free hemolobin in plasma was performed. According to the documentation at the center, this donor continues to donate. The next donation, for this donor, after this event, was 13 days after the event date.